Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during pumping. Reportedly, the customer did not believe the cartridge was removed during pumping. The customer's blood glucose (bg) level ranged from 290 mg/dl to 295 mg/dl for this event. However, the customer additionally reported a bg level of 330 mg/dl. The suspected cause of the bg level was potentially due to a high carbohydrate lunch and/or not being able to move around in the car. Reportedly, the customer administered a manual injection and reported that the bg level was still elevated after the manual injection. A cartridge was loaded to address the alarm and insulin delivery was resumed.